Manufacturer narrative:
(B)(4).

Event description:
The freedom onboard battery was not in patient use. The customer reported that when the freedom onboard battery was inserted into the freedom driver battery well, it continued to cause battery alarms. The onboard battery was returned to syncardia for evaluation. Visual inspection revealed that housing separation and connector pin damage. The housing separation and connector pin damage were most likely the result of an impact shock. The onboard battery was connected to a smbus (system management bus) reader and battery evaluation software. Review of the data revealed well balanced cell voltages, full charge capacity and no permanent faults. The displayed related state of charge value was consistent with the fuel gauge leds displayed. Functional testing of the onboard battery was performed by inserting it into the battery well of two different freedom drivers. In each instance, the freedom driver did not recognize the presence of the onboard battery and immediately exhibited a battery alarm when the onboard battery was inserted into the battery well. The likely root cause was the damage to the connector pin on the onboard battery. The onboard battery was taken out of service. This failure mode posed a low risk to a patient because the issue was observed when the freedom onboard battery was not in patient use. In addition, it would not prevent the driver from performing its life-sustaining functions. Patients are provided with several onboard batteries, and the freedom driver has a redundant power source of external wall power. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4).

Event description:
The freedom onboard battery was not supporting a patient. The customer reported that when the freedom onboard battery was inserted into the freedom driver battery well, it continued to cause battery alarms. This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom driver was not supporting a patient. In addition, it would not prevent the driver from performing its life-sustaining functions. In addition, patients are provided with several onboard batteries, and the freedom driver has a redundant power source of external wall power. The freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.